Event description:
It was reported that the patient¿s lead wires were not in the right spot and he was not getting therapeutic benefit with the leads in their current locations. He had never had therapeutic effect since implant. He was having surgery on the day of the report to remove the current lead wires and place two brand new lead wires. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported the patient was doing well. The patient had a 50 percent or greater symptom relief and they were receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type extension. Product ID 3387s-40, lot# va0p7r6, implanted: 2014-(B)(6), explanted: 2015-(B)(6). Product type lead, product ID 37603, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type extension. Product ID 3387s-40, lot# va0p7r6, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type lead. (B)(4).